Manufacturer narrative:
Other: no evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an ats scope procedure, the device kept shorting out and getting hot. There was a backup available to complete the procedure. No patient injury or complications were reported.